Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The helix was bent. It was visually noted that there was damage at implant.

Event description:
It was reported that during an implant attempt, the physician checked the lead before implanting and the helix on the lead would not deploy. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.